Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). Investigation summary: a sample was returned to bd for evaluation. A quality engineer was able to inspect the returned sample and determined that there was no label on the barrel of the syringe thus verifying the reported issue. This issue was most likely caused when the plunger rod labeler missed the barrel and allowed a syringe to go through without the correct label. This appeared to be an isolated incident and no corrective actions were necessary at this time. A review of the device history record could not be performed as the batch number was unknown for the reported syringe. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: investigation comments: batch number is unknown. On (B)(6) 2018. A sample was received. It is a 5ml syringe with plunger rod, rubber stopper, the tip cap and saline solution. It has no barrel label. Product within specification? Yes / no. Root cause description: missing the barrel label was induced by a process variation of the plunger rod labeler equipment. Rationale: CAPA not required for this event.

Event description:
It was reported that the label of a bd posiflush¿ syringe was missing. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that the label of a bd posiflush syringe was missing. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.